Manufacturer narrative:
Upon receipt at our post market assurance laboratory visual inspection of the device header noted no irregularities. All seal plugs were intact and the header was solidly attached with no obstructions in the lead barrels. The header of the device passed pin gage testing, which verifies the inner dimensions of the lead barrels and terminal blocks and also verifies proper setscrew travel into the terminal blocks. The device was connected to various resistive loads ranging from 250- to 2500- in both chambers. The lead impedance test function was evaluated. All measured values were within the tolerance of the circuit. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. This device met specification.

Event description:
Boston scientific received information that high out of range pacing impedances were displayed on this device, while all other measurements were normal. A revision took place and the competitor lead was connected to the pacing system analyzer (psa) which showed normal pacing impedances, thus the competitor lead was re-used, while the device was explanted and replaced. The device will be returned for analysis. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon return and analysis, this investigation will be updated.